Event description:
Reporter alleged blood glucose read 214 mg/dl and took 3 units of insulin where 1.5 hours later glucose measured 47 mg/dl. It was reported customer ate and 1.5 hours later tested glucose tobe 247 mg/dl. A request was made for the return of the suspect device and replacement product was sent.